Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with the suture intact. A conclusive cause for the reported suture detachment could not be determined as the returned device condition does not match the reported case information. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The three additional proglide devices referenced in b5 are filed under separate medwatch manufacturer report numbers.

Event description:
Subsequent to filing of the initial report additional information was received: common femoral artery suture placement was attempted, using nine proglide devices, via a 6f sheath, using the pre-close technique prior to an endoprosthesis implantation procedure. Reportedly, on all proglide devices, the suture broke when the needle was removed. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty. Reportedly, the suture broke when the needle was removed. Five additional proglide devices were used with the same results. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.